Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. Customer¿s blood glucose was 220 mg/dl at the time of incident. Customer states that insulin pump had insulin flow block alarm. The insulin pump will be returned for the analysis.